Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. The device had cracked reservoir tube near the escape button dome switch, broken reservoir tube lip, and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 214 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.